Event description:
Patient abdomen opened emergently per exploratory laparotomy. Dr to write note in patient's chart. Patient packed with 1/2 kerlix roll and abdomen not closed. Retained foreign bodysheet placed in patient chart. Device given to medtronic.